Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the microscope was loose prior to a surgical procedure. There was no patient involvement.

Manufacturer narrative:
The system was examined. The company representative found that the bolt holding the optic-head (oh) was loose and the set screw was discovered to have been stripped. The set screw was replaced and the bolt was tightened to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 25, 2014. Based on qa assessment, the product met specifications at the time of release. The oh was confirmed to be loose. However, how the oh became loose remains uncertain. (B)(4).